Event description:
Upon initial weight bearing while the pt was taking the first steps post-op, the pt's femur cracked at the tip of the amistem. The surgeon had to conduct a revision surgery to stabilized the pt and fix the fractured femur. Ref MFR# 3005180920-2014-00078.